Event description:
It was reported a balloon ruptured on the first inflation at approximately 15 atmospheres during an arteriovenous hemodialysis fistula graft dilatation procedure. Following balloon rupture, it was noted the balloon material had detached in the pt. A cut down was performed to successfully retrieve the balloon material. The procedure was successfully completed with this unit. The pt's condition is good. The device was rec'd, evaluated, and retained by this MFR. The engineering evaluation revealed a longitudinal tear from the proximal transition into the proximal sleeve. The proximal bond on the catheter shaft has only adhesive and the distal bond has some fragments of the balloon. The distal radiopaque marker moved .5mm forward due to stretching. The catheter was elongated. The balloon is inverted at one end and very wrinkled. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Elongation of the catherter shaft is indicative of removal against resistance. Co believes the above factors contributed to this event and does not attribute it to the device. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."